Event description:
It was reported that during a hawkeye scan, the patient, who suffers of dementia, had lifted up her arm to a vertical position, and while the detectors were rotating (as done in a hawkeye scan), one of them pushed her arm such that her arm rotated by 180 degrees and became trapped against the table. Consequently, the patient broke her humerus.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.